Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event and customer continued to use the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer entered the intended amount in the pump for the bolus; however, customer did not consume the amount of carbohydrates that were bloused for. Customer consumed glucose tablets to address low bg.